Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not charge. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. Customer was able to charge the batteries overnight to full status. The fse was able to verify that the batteries were charging. With reviewing the power status log, it appeared that end user ran the device on batteries until the batteries were fully depleted. The unit ran on batteries at 130 bpm for 2 hours until the low battery warning alert was activating. The batteries had adequate runtime of 180min. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a